Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized. The customer's daughter stated that they got injured due to low blood glucose. The customer's daughter stated that the low blood glucose was treated by the ambulance. The customer's blood glucose was 37 mg/dl at the time of incident. The customer's blood glucose was 210 mg/dl at the time of hospitalization. The customer's daughter stated that they were wearing the insulin pump during hospitalization. The customer's daughter declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.